Event description:
It was reported that this patient was complaining of shoulder pain following the implant of their device. Then one week post-surgery, a computed tomography (CT) scan was performed which reportedly showed the patient's left scapula was fractured and had a hole in it. The implant procedure was unremarkable; however, it could not be confirmed what caused the damage to the patient's scapula. The patient was to undergo plastic surgery. No additional adverse patient effects were reported. The device remains in service.